Event description:
Possible bacterial contamination in nutrifill vials resulting in ocular injury: I developed a chronic ulcer on the underside of my left eyelid after using nutrifill for scleral lens rinsing over the past several months. Symptoms began back in (B)(6) 2024 but became severe about three months ago, including persistent inflammation, intermittent bleeding, and ocular pain that has significantly impaired my vision and overall wellbeing. I discontinued use of nutrifill on (B)(6) 2025, before receiving recall notification. Since then, my eye has continued to worsen. My ophthalmologist has performed a bacterial culture of the affected eye and initiated empiric antibiotic treatment. Due to my medical history of autoimmune disease, stevens-johnson syndrome, and vitiligo, this type of complication carries elevated risk for permanent tissue damage or immune flare. Additionally, I used a vial from the same suspected batch to rinse my young child's eye, raising concern for secondary exposure. This situation has caused me significant emotional stress during postpartum recovery and disrupted my ability to care for myself and my children. Ongoing symptoms. Culture pending. Currently being treated as bacterial conjunctivitis with suspected contaminated source. I was pregnant while using nutrifill between (B)(6) 2023-(B)(6) 2024. The lots I purchased between (B)(6) fall within the affected lots of the recall.